Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that they replaced the peep (positive end-expiratory pressure) solenoid with mount. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the lap top ventilator 1200 ventilator is auto cycling. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: a third party service technician evaluated the device and replaced the peep solenoid with mount.